Event description:
On (B)(6) 2013, the distributor contacted animas alleging a delivery issue with the pump. The distributer performed troubleshooting and no issues were noted with the time and date. No issues were noted with the prime history. The programming/settings were confirmed to be correct. This complaint is being reported because the reported issue was not resolved during troubleshooting.

Manufacturer narrative:
The device has been returned and evaluated by product analysis on 12/20/2013 with the following findings: a review of the black box history revealed data from (B)(6) 2013. The last basal delivery was on (B)(6) 2013. The last bolus recorded was a 13.55 unit normal bolus on (B)(6) 2013. On (B)(6) 2013 at 3:45pm, a ¿replace cartridge¿ alarm was recorded in the pump history. The alarm was confirmed at 3:48pm. Deliveries had resumed on (B)(6) 2013 at 1:25pm. The pump history revealed no alarms outside of normal patient use. No activity related to the complaint was noted in pump history. A review of the total daily dose history indicated that insulin delivery totals correctly reflected programmed values. The pump was exercised for 29 hours with no delivery issues. No alarms occurred during testing. The pump was found to be operating within required specifications and delivering accurately. The reported complaint was unable to be duplicated during investigation. Animas has conducted a review of the device history record for this pump and confirmed that it was operating within required specifications at the time of release.

Manufacturer narrative:
The pump has not been returned to animas. If the device is returned, an evaluation shall be completed and a supplemental report will be filed. No conclusions can be made at this time. (B)(6).